Manufacturer narrative:
Film evaluation summary: the reported removal difficulties leading to the malpositioning of the proximal device along the outer curvature was confirmed; however the cause of the event cannot be determined from the limited films provided. Lack of provision of procedural images showing the deployment of the stent graft and removal of the delivery system mean that the reported removal difficulties event could not be assessed. It is possible that the proximal end of the device became caught on the capture fitting during tip release, leading to the distal displacement along the outer curvature. It is also possible that there was forward pressure on the delivery system that was not sufficiently relieved prior to tip release. Analysis of the pre-implant CT¿s did not reveal any obvious anatomical characteristics that could explain the reported event, but it is possible that the observed severe calcification in the implantation zone may have contributed. No obvious clinical sequelae as a consequence of the malpositioning of the device were observed. The delivery system was not returned for analysis and so assessment for a potential device issue cannot be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: the reported removal difficulties leading to the malpositioning of the proximal device along the outer curvature was confirmed; however the cause of the event cannot be determined from the limited films provided. No obvious clinical sequelae as a consequence of the malpositioning of the device were observed. A contrast angiogram prior to implant or pre-implant CT¿s were not seen and assessment of the patient¿s anatomy could not be assessed. Lack of provision of procedural images showing the deployment of the stent graft and removal of the delivery system means that the reported removal difficulties event cannot be assessed. It is possible that the proximal end of the device became caught on the capture fitting during tip release, leading to the distal displacement along the outer curvature. It is also possible that there was forward pressure on the delivery system that was not sufficiently relieved prior to tip release. A device issue cannot be ruled out as a potential cause. The delivery system may be returning and an analysis summary will be provided in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the delivery system returned with the external slider and rapid release trigger partially open. A kink was observed on the middle and inner members 4.9cm proximal to the taper tip. The graft cover was severely kinked immediately distal to the strain relied. No further deformation was observed to the delivery system. The removal difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant navion stent grafts were implanted in the emergent treatment of an unknown sized ruptured thoracic aortic aneurysm. It was reported that during the index procedure, the treatment plan was to implant the first device distally and the second device proximally following single-vessel debranching. The first stent (vnmc3434c90tj) was implanted in the descending aorta first. Then the next device (vnmf4343c183tj) was implanted in a position just below the left common carotid artery. The bare stent was opened and it was confirmed it had implanted without any issues. After this when this device's delivery system was about to be removed, it was noted that the tip portion of the delivery system got caught on the tip of the bare stent. It was reported that there was a risk of the bare stent getting caught on the subclavian artery but it didn't. The event was resolved by the physician adjusting the device and maneuvering the wire. Following this the delivery system was removed as per instructions. A final angiogram was preformed which showed no leak and the procedure was completed successfully. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.